Event description:
A customer reported that the 100429, conmed scope saver bite block, 14 x 20 mm device was used in an unknown procedure on (B)(6) 2026, and ¿it was observed that the bite block's perforated strap had a residual flap of material that became dislodged and was found inside the patient. This incident occurred twice in one day.¿. The procedure was completed and there was no reported impact or injury to the patient. Further assessment found "that the incident occurred with 2 separate patients. No instruments were needed to retrieve the piece of material, and no bad outcomes occurred". This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Neither the device nor photographic evidence was provided. Therefore, the reported event cannot be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year lot history review shows a total of two (2) devices for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of two reports, regarding two devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised to inspect package for damage. If damaged, do not use. We will continue to monitor per regulatory requirements to help ensure patient safety.